Manufacturer narrative:
H10: h3, h6: three 72202599 5.5mm twinfix ultra peek devices used for treatment, were returned for evaluation. No anchors or sutures were returned. Only the inserters were returned. No physical damage was observed. Laser markings appeared lighter and inconsistent. This was primarily focused at the distal end of the shafts; heavily in the weld area. The appearance was inconsistency of the laser mark density, alteration or lifted marking appearance. The marking that remained had blotchy and inconsistent colorization. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the occurrences drove recent additional engineering activity. Root cause was not yet confirmed. A formal investigation has been initiated to evaluate the cause of discoloration identified on the parts. Equipment process parameters, handling conditions and transportation methods throughout the supply chain are being assessed to minimize the opportunity of this failure mode in the future. One x-ray was provided that shows discoloration. However, the provided image is an example of one of the 4 inserters complained on and cannot be identified which inserter it is linked. The product evaluation could not confirm the reported rust residue. Additionally, without the requested clinical information or operative report we are unable to determine if the patient¿s skin and/or wound were in contact with the reported rust residue. Therefore, the possibility of local skin irritation, micromotion/migration of any of the reported retained rust residue cannot concluded. Based on the limited information provided the impact to the patient cannot be determined. Per report, this procedure completed with a backup device in under thirty-minutes with no further harm being alleged to this patient. Therefore, no further clinical medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed.

Event description:
It was reported that during surgery, after using the twinfix ultra, it was found rust in the inserter. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.